Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip did not hold on the cystic duct. It is unknown how the case was completed. It is unknown if there was a patient consequence. The device was disposed of.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information requested: were there any patient consequences based on the event? How was the case completed? Did clips fall into the patient? If yes, how were the clips removed? How was the patient impacted? Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Did anything unexpected happen prior to this incident? Was the device fired after this incident in or out of the patient?